Event description:
It was reported the patient had no stimulation sensation. It was stated the patient had trouble with their device since they were implanted on (B)(6) 2013 and was stating the ¿batteries are bad¿ every time they use it. It was clarified that the programmer batteries were not working correctly and the patient had changed the batteries twice. It was noted the patient stopped feeling stimulation on (B)(6) 2013 after passing through security gates at the medical facility where they received an allergy shot. It was stated the device was turned back on. Reportedly, the patient¿s symptoms had improved since the implant.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 3889-28, lot# va0a8kr, product type: lead. (B)(4).